Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging moisture was present in the battery compartment. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the moisture impacts the power circuit.

Manufacturer narrative:
Follow-up #1: date of submission 11-jan-2018. Device evaluation: the device has been returned and evaluated by product analysis on 19-dec-2017 with the following findings: during investigation, the battery compartment was cracked in the thread area, and below the grip pad. Evidence of moisture was found in the battery compartment. A leak was found in the battery compartment. The pump case was removed to find moisture on the battery canister support. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.